Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported that the sensor glucose value was 41 mg/dl.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor had inaccurate readings that triggered threshold suspend alarm and hypoglycemia. The customer¿s blood glucose was 40 mg/dl and the sensor glucose was 178 mg/dl. Insulin delivery was suspended due to sensor values. Sensor value that triggered the suspend event was 40. Suspend on low limit in sensor settings was 80 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The difference between the blood glucose value and the sensor glucose value was 138. The customer stated that they had experienced multiple blood glucose values such as 178 mg/dl, 168 mg/dl, 150 mg/dl. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected 1 opened or used sensor and performed continuity resistance test. Sensor failed per specifications. Also found cannula bent. Unable to confirm customer received sensor in said condition due to customer returned opened or used.